Event description:
A report was received that a patient underwent a pocket revision due to discomfort. The pocket location was moved above the waistline three inches. The patient is reportedly doing well.